Manufacturer narrative:
Additional catalog #s - 720157-01, 72400024, 72404127. Additional serial #s - (B)(4).

Event description:
On (B)(6) 2010, an artificial urinary sphincter (aus) double cuff device was implanted. Reportedly, on (B)(6) 2010, the entire device was removed due to urinary retention and erosion.